Event description:
Spoke with patient regarding the cassette recall. Patient has the affected lot of 4329614 in her possession {3 premixed cassettes). Patient reported that they had some discharge coming out of hickman catheter a couple of times. Md is aware - patient took a picture and sent it to the doctor. Patient and md stated that it looked like medicine was not going in/seeping out of the catheter (first incident). Patient mentioned that when removing the biopatch recently, it was sticky sideways - a little discharge, hurting a little bit and didn't come off easier like before. Patient was seen today by md and was referred to see an oncologist. Patient mentioned bleeding/ transfusions about a month and half ago and their blood pressure and platelets were impacted. IV remodulin pt. No additional info, details, or dates available. Pump return tracking information is not available. Photographs were not provided. This is a continuous infusion. Set flow rate & volume delivered are unknown. Position of the pump when a arm occurred is unknown. Outcome of event resolved. Did the product fault occur while in use with the pt? Yes. Did the product issue cause or contribute to patient or clinical injury? No. If yes, was any medical intervention provided? Is the actual device available for investigation? Unknown did we replace cassette? Yes, did the patient have a backup device they were able to switch to? Yes. If yes, was the pt able to successfully continue their infusion? Yes. If no, what was the pt instructed to do in able to continue their infusion? Is the infusion life-sustaining? Yes, what is the outcome of the event? Resolved. Resolved?, ongoing? (B)(6) by: patient caregiver.